Manufacturer narrative:
The device was not returned to the manufacturer for investigation as the reporter indicated the device was discarded. Lot history review could not be performed as the lot number of the device is unknown. Hence a definitive root cause for the reported issue could not be determined. Ureteral perforations are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). A stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
During a sure procedure on (B)(6) 2026, a surgeon used a third party rigid ureteroscope to locate a stone for treatment. The ureteroscope was removed, and a third-party ureteral access sheath (uas) was placed prior to advancing the cvac device. A ureteral tear was noted when navigating the ureter to access the kidney. The procedure was halted, and a ureteral stent was placed for six weeks to allow the ureter to heal. The treating surgeon stated that it was unlikely that the cvac device was the sole cause of the injury since multiple devices were advanced through the ureter prior to the cvac device. In addition, the surgeon noted a high likelihood of scar tissue secondary to previous stone impaction, making it difficult for any instrument to traverse. No device malfunction was reported. Calyxo is reporting the event in an abundance of caution.